Event description:
On (B)(6) 2012, customer reported that the cap piercer blade shower, on the dxc 800 pro instrument, leaked approximately 3 milliliters. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and determined that the event was related to an obstruction in the quick disconnect fitting between lines 118 and 180. The obstruction was caused by fragments of rubber sample caps. Fse removed the fragments and flushed the lines. This resolved the issue. The service activity performed was verified to meet the specified requirements per established procedures.

Manufacturer narrative:
(B)(4).